Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) year old asian female patient had impella cp pump inserted in the left femoral artery (lfa) for acute myocardial infarction (ami)/cardiogenic shock (cgs). The patient had hemolysis determined from hematuria and elevated lactate dehydrogenase (ldh) and as a result four (4) units of packed red blood cells (prbcs), a total of 4 units of platelets and fresh frozen plasma (ffp) was administered.